Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 180 mg/dl and was lowering. Tandem technical support was unable to perform a system check with the contact to determine a possible cause of the occlusion as the cartridge load process had been started. The customer was to replace the supplies to the pump.